Event description:
It was reported during remote follow up that the right ventricular lead exhibited an increase in pacing impedance. The lead remained implanted and will continue to be monitored. The patient was stable and asymptomatic.